Event description:
This report is based on information provided by philips field service personnel and with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart mrx defibrillator indicating that the device has therapy board problem. The device was evaluated by philips engineer at customer site. Based on the results of the analysis, it was determined that the product has malfunctioned and the cause of the reported problem was a defective therapy board. However, the device is eol (end of life) and no repair is possible. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.